Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information was requested, but no additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 03, 2016. (B)(4). Note: this complaint report is for the first instance and since this issue occurred in two (2) separate instances, a separate 3500a form has been completed for the other case.

Event description:
It was reported that on two (2) separate instances, "upon extubation, the cuff of the endotracheal tube did not deflate. The rt used a 10ml syringe and withdrew air and then repeated the process per the hospital protocol. The rt then extubated the patient and noticed that the cuff never deflated." No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted as it was provided by the reporter that the event was associated with two different patients and occurred approximately one month prior. Both patients were female and one patient was in their 30's, and the other was in their 70's. It was stated that both patients had been discharged. Also noted that no product sample will be returned for evaluation. Female. No further patient/event details have been provided. Should additional information become available, a follow-up report will be submitted. (B)(4).